Manufacturer narrative:
The customer called into olympus technical assistance center (tac) to report the main lamp was changed due to spare lamp illuminated. Tac provided information as how to reset lamp life meter. The device has been returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the visera pro xenon light source spare lamp illuminated due to the malfunction of the main lamp which was replaced. The event occurred while preparing for a diagnostic endoscopic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service confirmed the main lamp did not ignite, and the spare lamp does work, and we obtained information that it was due to the defects of the main lamp. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the malfunction was due to a defect of the main lamp. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.